Event description:
Gray station display appears distorted as if something hit the display and broke it. The display window is gouged as well. In addition, the pharmacy reported having issues with the yellow station being difficult to read. The yellow line was running sterile water. The gray station was running 70% dextrose. Pharmacy was advised not to use unit. Several attempts have been made to obtain additional information.